Event description:
As reported (B)(6) 2014, a patient of unknown age and gender presented for an angiographic procedure. When opening the disposable device's sterile packaging while prepping for the procedure, it was noted the tip of the angiographic catheter had fractured off inside of the packaging. The disposable device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to the event as the device did not come into contact with the patient. The disposable device ahs been returned to the manufacturer for evaluation.

Manufacturer narrative:
Returned for evaluation was an opened soft-vi mikaelsson catheter. A visual review of the catheter noted that the tip was fractured. The fractured off piece was not returned. The customer's reported complaint description of soft-vu tip is confirmed. The root cause fo the reported complaint description cannot be determined. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. A review of the angiodynamics complaint system noted no trends for this comlaint type and product family. This type of complaint will continue to be monitored for trends.